Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that a customer experienced a skin reaction at the site of the freestyle libre sensor. The pharmacist reported the customer experienced symptoms of itching, pain, "skin was sloughing off, oozing", and that the sensor fell off. However, the pharmacist did not report of self-treatment or third-party treatment associated with these symptoms. Based on the information provided, there was no report of serious injury associated with this event.